Event description:
It was reported that during implant procedure the pacemaker device was difficult to place which led to the patient experiencing a pneumothorax. The patient had to stay in the hospital overnight when the original plan was same-day discharge. No additional patient adverse effects reported. The device remains in-service.